Event description:
Hamilton medical ag received the following description: ventilator start-up failed. The device indicated that there was an error when it attempted to read the eeprom (memory) hardware component. Visual and acoustic alarms were triggered.

Manufacturer narrative:
Investigation is ongoing.